Manufacturer narrative:
Initial reporter phone#: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultrasafe plus¿ passive needle guard did not fully lock after the device was activated during a functional release test. This occurred with 9 needle guards. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "functional release testing (triggering test) of risankizumab 150 mg/ml: 150 mg/1.0 ml syringe 27ga with needle stick protection batch 1169296 was initiated on (B)(6) 2022. Testing was performed per needle stick protection device by becton dickinson: triggering test stm.p1372. Under the special inspection plan level 1- 4, 1 of the 32 devices tested had a major defect as the needle guard did not fully lock after the device was activated. An additional 283 were tested and 5 more major defects were found for the same failure. The suspected cause of the malfunction is damage to the 4 locking fingers that assures proper function of the needle guard locking fixture. A visual assessment of the syringe found that the 4 prongs at the base of the needle guard were bent.... There were 3 additional failures for the same defect out of 80 units inspected."

Event description:
It was reported that the bd ultrasafe plus¿ passive needle guard did not fully lock after the device was activated during a functional release test. This occurred with 9 needle guards. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "functional release testing (triggering test) of risankizumab 150 mg/ml: 150 mg/1.0 ml syringe 27ga with needle stick protection batch 1169296 was initiated on 17-sep-2022. Testing was performed per needle stick protection device by becton dickinson: triggering test stm.p1372. Under the special inspection plan level 1- 4, 1 of the 32 devices tested had a major defect as the needle guard did not fully lock after the device was activated. An additional 283 were tested and 5 more major defects were found for the same failure. The suspected cause of the malfunction is damage to the 4 locking fingers that assures proper function of the needle guard locking fixture. A visual assessment of the syringe found that the 4 prongs at the base of the needle guard were bent.... There were 3 additional failures for the same defect out of 80 units inspected."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 12-oct-2022. H6: investigation summary photos and 4 samples were provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batches involved in this complaint meet all acceptable quality levels (aql¿s), were manufactured and released according to applicable procedures and specifications. Based on the investigation conclusion, bdm-ps was not able to confirm the symptom perceived by the customer or correlate this symptom with a potential cause linked to bd process.